Manufacturer narrative:
No product was returned for evaluation. The reported total loss of power, due to power cable disconnections on the black and white power cables, was confirmed per the evaluation of the submitted system controller log file. However, a cause for the total loss of power could not be conclusively determined. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the device had power cable disconnect on both black and white power cables. There were multiple low voltage advisories noted. The patient was asymptomatic. The manufacturers technical services reported that the log file had long periods of low voltage advisories noted several times in the log while connected to battery power only. There was a total loss of power to the controller noted in the log which stopped the pump momentarily. It appeared as though the patient may have been switching power sources. Additional information was requested but not provided.